Manufacturer narrative:
The instrument was sent to headquarters where an investigation was initiated. It was found that the issue was the result of rework performed on a limited number of inserter lots. The affected lots have been segregated and are being returned for further investigation. This investigation is ongoing and a supplemental MDR will be submitted, as needed.

Event description:
During an inspection of a tops inserter which was returned to our logistics center from a surgical case, it was found that a pin was missing from this instrument.

Manufacturer narrative:
A total of three inserters from the same lot were found with missing pins during instrument reprocessing by the company. One inserter was returned from a clinical procedure; a post-surgery CT scan validated that the metal pin was not in the patient. For the other two inserters, the breakage clearly could not have occurred during a surgical procedure. The three instruments were part of a group of tops inserters that were subjected to rework. Further investigation, including investigation of the rework process at the subcontractor, has determined that the rework was the root cause. All affected units have been identified, located, marked as rejected and segregated.

Event description:
During an inspection of a tops inserter which was returned to our logistics center from a surgical case, it was found that a pin was missing from this instrument.